Event description:
The device was connected to a person for ECG monitoring using a 4-lead patient cable. The patient was described as in cardiac arrest. The device allegedly failed to display the patient's ECG rhythm and displayed only a dashed line. A backup device was made available and used. The patient's outcome was not reported. There were no adverse affects to the patient reported as a result of the alleged malfunction.